Event description:
Once medication was spiked and tubing filled, tubing was placed into pump and tubing came apart at the site of the cassette. Medication spilled onto floor and there was no ability to stop the fluid or save the medication. Pharmacy was notified and a new medication had to be mixed. Spill was cleaned up and remaining medication fluid discarded.